Manufacturer narrative:
The date of event is unknown. The date entered in date of event is the date abbott diabetes care became aware of the event. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the detachment of the freestyle libre sensor issue and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. An extended investigation was completed.

Event description:
The customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. The customer further reported he experienced symptoms of hyperglycemia and was incapable of self-treatment. The customer was taken to the hospital where he was hospitalized for an unspecified time, diagnosed with diabetic ketoacidosis (dka), and treated with insulin via intravenous infusion (type/dose unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. The customer further reported he experienced symptoms of hyperglycemia and was incapable of self-treatment. The customer was taken to the hospital where he was hospitalized for an unspecified time, diagnosed with diabetic ketoacidosis (dka), and treated with insulin via intravenous infusion (type/dose unknown). There was no report of death or permanent impairment associated with this event.